Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve was successfully implanted after recapturing twice. It was reported that the patient's blood pressure was down prior to valve deployment but that the valve was quickly deployed successfully. The patient's blood pressure dropped and an echocardiogram revealed fluid in the pericardium. The patient was taken to the operating room where the punctured hole was repaired. It was reported that the puncture to the left ventricle was caused by this guidewire. The patient recovered with no further adverse patient effects. It was reported that the guidewire was not "pre-shaped" prior to usage.

Manufacturer narrative:
The device has not been returned for analysis. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The lot history record was reviewed for this device and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Conclusion: review of the angiographic cines taken during this event show several unsuccessful attempts to cross the native aortic valve with a straight guidewire, after which a properly curved guidewire was placed in the left ventricle. There was no movement of the guidewire while the valve passed through the descending aorta. When the evolut r system crossed the native valve, the curve on the guidewire was not ideal; the tip appeared folded on itself. The guidewire was pulled back slightly to allow the tip of the guidewire to take a better shape. The cine does not confirm or deny that the confida guidewire could have caught in the papillary muscles or perforated the ventricular wall. Cines show the valve almost fully recaptured but the inflow crowns were at an angle and appeared to be protruding out into the ventricular wall. This is most likely the cause of the perforation in the ventricle. Unfortunately, the cine review cannot conclusively determine whether the perforation was due to the guidewire. The cine review provided no indication that a device malfunction occurred. This issue is most likely procedure-related. Left ventricular laceration / perforation is listed as a known potential adverse event per the confida brecker guidewire instructions for use (IFU).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received regarding the lot number of this device. The appropriate fields have been updated in this report.